Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 16 mmol/l. The customer was measured with high readings after reservoir and infusion set change. The doctor mentioned that the connection between the reservoir and infusion set was not good and firm. The reservoir will be returned for analysis.